Manufacturer narrative:
Method: risk assessment.results: the customer event of a tip fracture of a xia 3 titanium pedicle feeler stiff was confirmed via correspondence. The device was not returned for evaluation. Based on the complaint description, the most likely cause of the event is an excessive cantilever force being applied to the pedicle feeler, causing a fracture. Conclusion: the root cause of the failure could not be determined due to the absence of the device.

Event description:
It was reported that in the course of surgery the surgeon observed that the tip of the pedicle feeler broke. The broken piece was removed from the patient and there was no adverse consequences reported. The surgeon completed the surgery successfully.

Event description:
It was reported that in the course of surgery the surgeon observed that the tip of the pedicle feeler broke. The broken piece was removed from the patient and there was no adverse consequences reported. The surgeon completed the surgery successfully.